Event description:
During the procedure, thrombus clot started forming around and inside the introducer sheath resulting in blockage of the sheath. An attempt to obtain additional info was not successful.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H3. Device evaluation anticipated, but not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.